Manufacturer narrative:
Through follow-up communication livanova learned that the error code was displayed on the patient side and that wad due to a defective stirrer motor. The motor was replaced as well as distribution board and cpu board. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during setup. The side affected (patient or cardioplegia) is still unknown. A malfunction of the stirrer motor cannot be excluded. There was no patient involvement.